Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that pump stops occurred. Analysis of the log file confirmed 7 pump stops and 32 low speed advisories. Speed drops were as low as 0 rpm. These issues only appeared to occur when the vad is connected to the power module which was indicative of issues with the percutaneous lead. X-rays were submitted and two areas of concern on the percutaneous lead were identified. On (B)(6) the patient underwent pump exchange due to a driveline fracture and it was reported the pump did not operate as expected. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6), identified an internal driveline issue that could have contributed to the reported pump stops, which was confirmed through the evaluation of the submitted system controller log file. The submitted log file captured several pump stops and low speed hazard/advisory events on (B)(6) 2019 while the system controller was connected to a power module. Power elevations up to 24.9 w were observed during these events, and low flow hazard events were also noted at times when a low speed hazard was active by design. The account communicated that the patient underwent a pump exchange on (B)(6) 2019. (B)(6) was returned assembled with the driveline severed approximately 1.5¿ from the pump housing. A segment of the driveline measuring approximately 6.5¿ was also returned, and the remainder of the driveline was not returned. Segments of the outer silicone jacket with the velour section were also returned measuring approximately 2¿, 2¿, and 2.5¿. The metal braided shield revealed breakdown adjacent to the nipple of the pump housing and approximately 2¿ from the proximal end of the driveline segment (approximately 3.5¿ from the pump housing). Visual inspection of the underlying wires revealed a breach in the insulation of the black wire approximately 1.5¿ from the proximal end of the driveline segment (approximately 3¿ from the pump housing), exposing the inner conductors. This damage appears consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. If the exposed inner conductors of the black wire made contact with the metal braided shield while the system controller was connected to a tethered power source such as the power module, the resulting electrical short to ground could have resulted in the pump stops and low speed events observed in the submitted log file. No further information was provided. The manufacturer is closing the file on this event.